Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported when the machine is in use, it suddenly alarms and stops the pump and displays the error error !-12vtest, the machine restarts, and the fault still exists. Clinical reports have coordinated the standby machine to start operation now. Complaint number: (B)(4).

Event description:
Complaintnumber:(B)(4).

Manufacturer narrative:
Initially the following was reported: "when the machine is in use, it suddenly alarms and stops the pump and displays the error err or !-12vtest, the machine restarts, and the fault still exists. When working with backup battery alone, the fault still exists. Clinical reports have coordinated the standby machine to start operation now." According to the information by the ssu (service and sales unit) from(B)(6)2020 the machine is normally used after replacing the flow board and power board (see service order attatched in the complaint(B)(4) ). The reported failure "-12 v test" was already investigatetd by life-cycle-engeneering (lce) in a similar complaint(B)(4) . In the lce04302 investigation report the following root cause could be detemined: the defective capacitor c107 on the flow measurement board caused a short circuit that tripped the fuse f3 on the power supply board. The probable root cause is a statistical failure of c107. Thus the reported failure could be confirmed. The event occured during use and the device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.